Event description:
It was reported that the procedure was cancelled. The patient presented for intravascular ultrasound. The ce ilab ultrasound imaging system computers failed to connect internally and as there was no other device available, all procedures for the patient were cancelled. The patient sedation status was unknown.